Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l04269), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(4) that during an arthroscopic rotator cuff repair procedure (B)(6) 2022, it was observed that two 5.5 healix advance kntls br anchor devices malfunctioned. According to the report, the first anchor device was not secured in the burr hole when it was deployed that it came off together with the inserter while the second anchor device was not appropriately deployed in the lesion either. The reporter was unsure which of the device had the failure. The procedure was completed less than 30-minute surgical delay. There were no adverse patient consequences nor surgical delay reported. It was further reported that the well experienced surgeon commented that the patient¿s bone quality was inferior and that the patient did not have allergy or smoking habit. No additional information was provided.